Event description:
Our (B)(6) daughter has type 1 diabetes and was wearing the animas ping pump. While her blood glucose reading was below 50, the pump randomly delivered insulin to her without it being programmed or commanded to do so. This occurred multiple times that evening even though her blood glucose was dangerously low and the pump was in a suspended state. After reviewing the history of all insulin given to her in the previous week, it was occurring on a daily basis resulting in several low blood glucose events. Once we realized the pump was delivering insulin in error, we contacted animas and received a replacement pump. That pump did the exact same thing on (B)(6). We reported both events to animas. Our daughter is now back to old school injections while we are attempting to get her switched to a pump by a different manufacturer.